Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified tray and bearing were still attached. However, as the product was not returned, further analysis could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-01480. Medical products: item#: 110031400, mini tray +5mm cocr +0 offset; lot#: 65337911. Foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was requested from the hospital but not returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had an initial shoulder arthroplasty due to a three (3) month old four (4) part proximal humerus fracture. Subsequently, the patient was revised approximately one (1) month later due to the implants dislocating multiple times in an anterior position. During the revision the surgeon removed a large piece of bone from the original fracture due to the surgeon believing that the piece of bone was contributing to the reason that the implants were dislocating.